Manufacturer narrative:
The report received from the affiliate indicated during removal of a jindo guidewire after a percutaneous transluminal angioplasty (pta) procedure, there was resistance during withdrawal of the device and the coating of the jindo guide wire has passed (the coating peeled off) when they pulled out the guidewire. It was confirmed that none of the pieces remained in the patient. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the device prior to use. The device had been inside of the patient for about 10 minutes. A non-cordis catheter and non-cordis 6f sheath were used with the device. There was no difficulty encountered while advancing/tracking the wire towards the lesion. There was no unusual force used at any time during the procedure. The status of the patient is reported to be okay. No additional information is available. A non-sterile pgw jindo 300cm str .035 endovascular wire along with an unknown catheter and an unknown sheath introducer were received for analysis coiled inside a plastic bag. Per visual analysis, the wire was inspected under vision system and the wire coating was observed to be frayed and stretched as well as accordioned and delaminated. Also, a kink was observed at 20.5 cm from distal tip (soft end) of wire. No other issues were found. A device history record (DHR) review could not be performed due to lot number unknown the reported ¿guidewire-withdrawal difficulty-from vessel¿ could not be confirmed due to the nature of the complaint and no determination of possible contributing factors could be made. However, the reported ¿coating-wires-delaminated¿ was confirmed through analysis of the returned device. The cause of the damaged condition could not be conclusively determined during the analysis. Based on the information available for review, procedural/handling factors may have contributed to the coating delamination and subsequent withdrawal difficulty as evidenced by the frayed, stretched, accordioned, and delaminated coating conditions noted during visual analysis. According to the product instructions for use, users are warned to never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage. The product analysis results do not suggest that this condition is related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated during removal of a jindo guidewire after a percutaneous transluminal angioplasty (pta) procedure there was resistance during withdrawal of the device and the coating of the jindo guide wire has passed (the coating peeled off) when they pulled out the guidewire.   It was confirmed that none of the pieces remained in the patient.  This customer is a long and experienced user of the jindo guidewire.  There was no reported patient injury and the device will be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use.  There was nothing unusual noted about the device prior to use.   The device had been inside of the patient for about 10 minutes.  A manipu catheter and crossover 6f sheath were used with the device.   There was no difficulty encountered while advancing/tracking the wire towards the lesion.  There was no unusual force used at any time during the procedure.  The status of the patient is reported to be ok.  Additional details are not available.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.